Event description:
The customer reported that during a cystoprostatectomy, the jaws of the device would not open after it was activated and the blade was used. The device was reported as being stuck on tissue. There was no injury associated with this event. This occurred with three other devices in the procedure. The other devices can be referenced on MFR report #'s 1717344-2010-00741, 1717344-2010-00745 and 1717344-2010-00747.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.